Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer re-seated the fingerprint reader cables and restarted the device; however, the issue persisted. The fse executed the batch file for the fingerprint reader, applied the fingerprint reader update, and confirmed that the reader was intermittently failing. Subsequently, the fse reinstalled the software and rebooted the system. The device was tested using the hardware testing application, and the customer successfully verified functionality by performing an inventory check. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric scanner was not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.